Event description:
User receiving low results for sodium occurring approximately four times in a shift for over one month. Total number of patient samples affected could not be quantified, but six examples were provided. Sample 1 tested on (B)(6) 2008, initial result 123 mmol/l, repeat 138 mmol/l. Samples tested on (B)(6) 2008: sample 2 is female patient, initial result 123 mmol/l, repeat 134 mmol/l; sample 3 is male patient, initial result 120 mmol/l, repeat 132 mmol/l; sample 4 is female patient, initial result 123 mmol/l, repeat 138 mmol/l; sample 5 is male patient, initial result 129 mmol/l, repeat 135 mmol/l. For samples 1 through 5, erroneous results were not reported. For sample 6, initial sodium result was 122 mmol/l, repeat 138 mmol/l. For this patient, the initial result was reported. Information provided indicated several cardiac tests were ordered for this patient, as well as urine studies and chest x-ray as a result of the low sodium result. It is the lab's understanding none of the studies ordered were of an invasive nature and no adverse events were reported. Further information provided revealed the patient was an ER patient who was discharged after further testing and the sodium results were within normal range.